Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Performed back to back blood tests - 94 mg/dl and 80mg/dl. Results from memory are as follows: 78mg/dl. 90mg/dl. 77mg/dl. 87mg/dl. 87mg/dl. 54mg/dl. Caller states his blood glucose is normally 86mg/dl - 105mg /dl 2 hours after eating. No adverse event reported.